Event description:
The ge oec 9600 fluoroscopy system would not fluoro. Reported error 154 displayed.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the issue was related to the system hard drive that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. No pt injury or harm was reported as a result of the noted malfunction.